Event description:
A patient reported experiencing inaccurate low results with a one touch basic enhanced meter. The patient's blood glucose results were 0mg/dl, 117mg/dl. Tests were done within less than 10 minutes with a difference of 104mg/dl. Patient did not experience any adverse events. No further information has been reported.